Manufacturer narrative:
Concomitants: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 (B)(6) 02-022-45-4040 - truliant tib. Fit tray cem sz 4f / 4t (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on : (B)(6) 2018, and then experienced revision surgical procedure on (B)(6)2023 approximately 5 years after initial implant. Op report ; postoperative diagnosis- premature poly wear and aseptic femoral loosening. No images were provided. There is no other information available.

Manufacturer narrative:
Recall number: z-0023-2022 1038671-2024-04507. 1038671-2024-04505 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04507, 1038671-2024-04505. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."